Event description:
During a subclavian artery pta treatment procedure, the physician experienced difficulty rewrapping the talon balloon during deflation following the second inflation. The lesion being treated was 95% stenotic. The first inflation was to 6 atms and the second inflation was to 12 atms. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.